Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a blank display, crack on the back of the insulin pump and reported device labels were missing, removed, worn, faded, or damaged following usage. The customer was also reported belt clip anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880, acc-1601. Troubleshooting was performed for cosmetic damage and labeling/packaging damage, advised the customer insulin pump will be replaced. Troubleshooting was performed for display issues. No damage to the battery cap contacts were reported. The display did not return even after restarting the insulin pump. Troubleshooting was performed for belt clip anomaly, a replacement clip will be provided to the customer. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested, and customer response was the device will be returned. No product return is required for acc-1601.